Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03207. It was reported a cerebrospinal fluid (csf) leak occurred during a scs trial procedure on (B)(6) 2021. Physician continued to place the 2 leads, a blood patch was performed. The trial leads were pulled on (B)(6) 2021. Reportedly, all issues have resolved.